Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The light source of processor was not enough which affected the observation. Contacted the factory for replacement. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed, that the xenon lamp was out of service life. Which caused weak light source. The xenon lamp has been replaced. Correction information: h6: coding changed, based on the investigation result. Additional information: d8: this device was serviced by a third party.